Manufacturer narrative:
The device returned for analysis. The returned device analysis confirmed the reported leak as fluid was noted to leak from the bottom of the gripper cover body assembly. Moreover, the reported unstable was confirmed as the o-ring and cap tabs were out of the window on the tactile marker gripper assembly. A review of the lot history record identified no exception issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A potential product quality issue was identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a gripper lever leak. It was reported that during preparation of the clip delivery system (cds0701-xtw, 10201u225) per instruction for use, and while flushing, the gripper lever was leaking and filling up with water. The o-ring on the gripper lever appeared off set and down inside the column. The device was not used in a procedure and there was no patient involvement. No additional information was provided regarding this device issue.